Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, brand name - unknown, catalog number, lot number and expiration date - unknown, date implanted - unknown, initial reporter information - unknown, 510k number - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total right knee arthroplasty in 1984. Subsequently, a revision procedure had been indicated due to poly wear; however, no revision procedure has been reported to date.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.